Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported with the use of the bd vacutainer® edta 2k the ¿customer reported there was a black foreign matter on the tube.¿ there was no report of injury or further medical intervention.